Event description:
The internal bolster of a peg/pej tube became imbedded in the pt's mucosa. The tube reportedly became separated at the gastric/feeding junction. No perforation or surgical intervention resulted from this incident. The tube was removed and replaced.